Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that since he's had the stimulator implanted it's worked flawlessly. As of a week and a half ago, he has been having acute chronic sciatic pain. Patient reported loss of therapeutic effect. It is almost worse than before the fusion surgery he had prior to having the device implanted. Patient is now needing to have an MRI or an x ray and is having trouble getting anyone to refer him. Patient is currently out of state and his hcp will not give him a referral. Patient will not be returning to their home state anytime soon due to covid19. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has been having severe sciatic pain in his left hip and that the pain is worse than it was before the implant surgery. When the pain starts, they can barely walk due to pain on the left side of their body. The patient settings were on group a, program 1 with the intensity set to 0.7. The patient stated the intensity has been jumping from 0.7 to 0.8 to 1. The patient confirms they have been moving into different positions. The patient attempted to check if adaptive stim was enabled but was unable due to difficulties navigating controller screens. The patient lost a significant amount of weight, so that ins must have moved. No further complications were reported or anticipated.